Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, it was reported that the device contact was poor and the power supply was not continuous. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of device cutting wire kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: (investigation result) the returned autotome rx 49 was analyzed, and a visual evaluation noted that the cutting wire was kinked, and the working length was twisted. Continuity and electrical evaluation shows the device was within specification. No other problems with the device were noted. After analysis of the returned device, it was determined that the cutting wire was kinked. These conditions could have been generated by operational factors, such as manipulating the device through difficult anatomy, the technique used for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). The twisted working length could be caused after multiple attempts to rotate handle of the device or during the introduction of the device into the scope. Additionally, an electrical test was performed and the resistance across the 2-in-1 connector and the cutting wire must be less or minus 20 ohms and the result shows 13.9 ohms which was within specification and showed continuity. Based on all gathered information, the most probable root cause is adverse event related to procedure.